Event description:
It was reported that the customer cannot use the ECG. A new cable was tried but it still doesn't work. The date of the event was not available from the foreign report source. There was no indication from the reporter that a pt was involved.